Event description:
It was reported that a caregiver required live guidance to change the ilet pump cartridge and infusion set, during which the cartridge was initially filled with air due to inadequate air removal and the infusion set was first deployed without removing the adhesive backing, followed by successful replacement and correct setup with proper tubing fill and cannula fill. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the cartridge and infusion set change with continued therapy and no alarms. Investigation included troubleshooting by guided education on correct cartridge filling, air bubble removal, connector alignment, tubing fill technique, and proper infusion set insertion steps. Investigation of this case revealed user handling issues with cartridge preparation and initial infusion set insertion, resolved by replacing the needle and set, refilling the cartridge correctly, confirming visible drops during tubing fill, and completing insertion per instructions. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and handling.